Manufacturer narrative:
This issue was found internally during review of the risk assessment in spr 54759. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9900 elite, 9800 plus and itrak 3500 systems could have a potential accuracy degradation due to repeated tracker positional and orientation data when tracking on a fluoro shot. No patient injury was reported.